Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation. Revision njr number: (B)(4). Side:l. Primary asa: p2 - mild disease not incapacitating. Component not revised: profemur xm stem size 0 / product ID: pha06000 / lot no.: 1659776. Profemur® neck neutral short / product ID: pha01202 / lot no.: 1666220. Profemur® xm distal centralizer / product ID: prxmdc01 / lot no.: 15571341622616. Mhra reference no: (B)(4).